Event description:
A peritoneal dialysis (pd) patient (B)(6) contacted (B)(6) customer service to report the island dressing irritates the skin. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).